Event description:
Synergy china registry. It was reported that acute non-st elevation myocardial infarction occurred. In (B)(6) 2020, the subject presented with silent ischemia and was referred for cardiac catheterization and on same day index procedure was performed. The target lesion 1 was located in the proximal left circumflex artery (lcx) extending up to distal lcx with 100% of stenosis and was 43 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.75 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Baseline cardiac enzymes were noted to be: peak ck-mb 2.5 ng/ml (standard reference range- 6.3 ng/ml), peak troponin 0.168 ng/ml (standard reference range- 0.03 ng/ml). Two weeks and three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject presented with symptoms of myocardial infraction and was hospitalized on the same day for further evaluation and treatment. A 12-lead electrocardiogram (ECG) was performed and medication was given to treat the event. The cardiac enzymes were noted to be: peak ck total: 86 iu/l (standard reference range- 310 iu/l), peak troponin 0.086 ng/ml (standard reference range- 0.0198 ng/ml). The subject was diagnosed with acute non-st-segment elevation myocardial infarction. The location of the myocardial infarction (mi) was non-identifiable and a non-q wave mi. Six days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel.